Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g4; g6; h1; h2; h3; h6. The reported event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total shoulder arthroplasty exhibits glenoid retroversion, posterior subluxation of the humeral head component, and loosening of the glenoid component. Risk factors for loosening of the glenoid component in this case include posterior subluxation of the humeral head causing asymmetric stress on the glenoid component and generalized reduced bone mineral density. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in new zealand. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 00430001113 (61301878), 00430204617 (62372359). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had primary total shoulder arthroplasty. Subsequently, the patient was revised due to pain and discomfort approximately 7 years post-implantation due to aseptic loosening of glenoid component. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.